Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user fell and banged her head on the left side. The mother recognized immediately that the user stopped responding to sound.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause investigation of the device would be necessary. Re-implantation is considered but no date has been scheduled so far.

Event description:
Reportedly, the user fell and banged her head on the left side. The mother recognized immediately that the user stopped responding to sound. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause investigation of the device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Reportedly, the user fell and banged her head on the left side. The mother recognized immediately that the user stopped responding to sound. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Reportedly, the user fell and banged her head on the left side. The mother recognized immediately that the user stopped responding to sound. The user has been re-implanted.